Manufacturer narrative:
The wire was being retained by the facility for internal investigation. It is anticipated that the facility will return the wire to csi for analysis, but the wire has not yet been received. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was located in the peroneal artery. The physician accessed the lesion using a treasure 12 guide wire and a quickcross exchange catheter. The treasure 12 wire was removed and the csi viperwire was advanced into the quickcross catheter. It was noted that the viperwire core had prolapsed when it exited the distal end of the quickcross catheter. Additionally, the physician was unable to advance the viperwire to the site of the lesion due to resistance. As the viperwire was pulled back, it was noted that the distal spring tip had broke off from the proximal portion of the wire. The proximal viperwire portion was removed and a balloon catheter was advanced into the patient. The tip of the viperwire was pinned against the vessel wall by inflating the balloon and left in the patient. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
Device analysis: the guide wire was returned in the original product dispenser hoop. The original oad was not returned for analysis. The initial visual examination of the returned guide wire revealed that the spring tip was detached and not returned. The diameter of the fractured section was measured with an in-house snap gauge. The diameter of the fractured section indicates that the fracture occurred in the tapered section of the guide wire between 2.54cm and 10.795cm proximal to the distal end of the spring tip. The length of the wire was measured and was found to be 331.3cm. This indicates that a 3.7cm segment of the guide wire was missing. Given that the entire guide wire length is 335cm and the spring tip is 3cm, it can be assumed that the fracture occurred 0.7cm proximal to the proximal end of the spring tip. However, this could not be conclusively confirmed as the distal fractured portion of the wire was not returned. The fractured section of the returned guide wire was sent to the scanning electron microscope (sem) for analysis. Sem analysis identified the presence of torsional dimples on the face of the guide wire core, indicating a torsional fracture. Bench testing was able to re-create the observed damage. An in-house wire was passed through a simulated guide catheter and the distal end of the spring tip was constrained at the distal end. The entire spring tip was constrained to prevent both translational and axial movement. The wire was then aggressively cycled back and forth approximately 25 times, which caused the wire to prolapse at the proximal solder bond. This also resulted in a fracture at the proximal solder bond and evidence of a torsional fracture, as identified in the complaint guide wire. At the conclusion of the failure analysis investigation, the root cause of the guide wire fracture could not be conclusively determined. The observed damage is consistent with excessive force being applied to a constrained guide wire spring tip, resulting in a prolapse and fracture. The material inspection report for this viperwire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
The following section was inadvertently included in supplemental #1 and removed in supplemental #2 as it is a hypothesis only. "Bench testing was able to re-create the observed damage. An in-house wire was passed through a simulated guide catheter and the distal end of the spring tip was constrained at the distal end. The entire spring tip was constrained to prevent both translational and axial movement. The wire was then aggressively cycled back and forth approximately 25 times, which caused the wire to prolapse at the proximal solder bond. This also resulted in a fracture at the proximal solder bond and evidence of a torsional fracture, as identified in the complaint guide wire." Device analysis, revised: the guide wire was returned in the original product dispenser hoop. The original oad was not returned for analysis. The initial visual examination of the returned guide wire revealed that the spring tip was detached and not returned. The diameter of the fractured section was measured with an in-house snap gauge. The diameter of the fractured section indicates that the fracture occurred in the tapered section of the guide wire between 2.54cm and 10.795cm proximal to the distal end of the spring tip. The length of the wire was measured and was found to be 331.3cm. This indicates that a 3.7cm segment of the guide wire was missing. Given that the entire guide wire length is 335cm and the spring tip is 3cm, it can be assumed that the fracture occurred 0.7cm proximal to the proximal end of the spring tip. However, this could not be conclusively confirmed as the distal fractured portion of the wire was not returned. The fractured section of the returned guide wire was sent to the scanning electron microscope (sem) for analysis. Sem analysis identified the presence of torsional dimples on the face of the guide wire core, indicating a torsional fracture. At the conclusion of the failure analysis investigation, the root cause of the guide wire fracture could not be conclusively determined. The observed damage is consistent with excessive force being applied to a constrained guide wire spring tip, resulting in a prolapse and fracture. The material inspection report for this viperwire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).